Event description:
During the eval of a returned spectrum infusion pump, 27 occurrences of "upstream occlusion" alarm were identified in the event history log, which indicates a potential malfunction with the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the eval is complete. This complaint is an ancillary service event opened during the investigation of complaint (B)(4). The "upstream occlusion" alarms were confirmed through an event history log review. The ultrasonic sensor was found to be out of specification and has been replaced.